Event description:
Pt reported message "no disposable, pump won't turn. Advised patient to ensure cassette is align with seem. And that bumping into it may cause it to misalign. Pt states that she received this message on two occasions. Shipping replacement pumps. Pt did not report any injury. Sn: (B)(4). Reported to (B)(6) by: patient/caregiver. Dose or amount: 59nkm (current dose). Frequency: continuous infusion. Route: IV.